Manufacturer narrative:
Manufacturer's analysis indicated that the external pulse generator (epg) had broken output connectors and case. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
The external pulse generator (epg) was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.